Event description:
It was reported that when reviewing electrocardiograms, possible loose set screw and rv lead dislodgement were observed. Later remote transmission showed noise oversensing on the rv lead. On the following day, loss of capture at max output was also noted. The noise was not reproducible. The physician elected to turn off device therapies. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when reviewing electrocardiograms, possible loose set screw and rv lead dislodgement were observed. Later remote transmission showed noise oversensing on the rv lead. On the following day, loss of capture at max output was also noted. The noise was not reproducible. The physician elected to turn off device therapies. The lead was capped. Patient was stable.